Event description:
On (B)(6) 2025 the clinical diabetes specialist (cds) reported that the user experienced hypoglycemia with blood glucose (bg) levels of 39 mg/dl. The user corrected the event with food. The user did not require emergency medical assistance, hospitalization, or outside caregiver intervention. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.